Manufacturer narrative:
Manufacturer was not able to obtain this information.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 680 mg/dl and 130 mg/dl, 440 mg/dl and 113 mg/dl. The result of 680 mg/dl is outside the numeric range of 10-600 mg/dl of the device. The comparisons were obtained at different intervals. No actions taken based on device results. No adverse event reported. Requested return of suspect device.